Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced e-100 generator. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed and found to have no failures. This unit was installed onto the test system, and it worked fine with vessel seal instrument installed. The technician used vessel seal extend instrument with a saline dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. The complaint was not confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the e-100 generator was not working. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and found error 25913 on the e-100. The surgeon continued the case robotically. The procedure was completed with no reported injury.